Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the transmitter was emitting heat. No additional event or patient information is available. No product was returned for evaluation. The complaint confirmation could not be determined. A root cause could not be determined.